Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Approximately one year after the implant, the patient reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was done in the field but was unable to correct the issue. On (B)(6) 2025 a surgical revision was performed to place a new ipg in a slightly different location. The new ipg was brought more superficial but also relocated to a position requested by the patient to allow for ease of use by the patient.

Manufacturer narrative:
Although some troubleshooting was performed by nalu representatives, the medical facility scheduled the surgical revision without allowing for any additional troubleshooting or diagnosis. Review of records found no prior complaints from this patient regarding any component of the nalu system failing or malfunctioning. There are no reports of any falls or other external trauma or events that may have contributed to ipg migration. No imaging has been shared with the firm to verify placement of the ipg or potential migration. The explanted component was not released by the facility and is not available for any additional testing to confirm functionality of the component.